Manufacturer narrative:
Investigation - evaluation: a review of the specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One device that appears to be a total parenteral nutrition (tpn) catheter was returned for evaluation. Visual examination noted the catheter had a split in the material 1.2cm from the small hub. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Measures have been initiated to address this failure mode. Monitoring for similar complaints will continue. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Reportedly while flushing a catheter the side of the catheter split open and fluids were sprayed all over the room. The patient was transported to specials to have the catheter removed, a double lumen PICC line was placed for alternate access. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.